Manufacturer narrative:
Device passed displacement and self test. No unexpected hardware low level failures alarms were noted. Was able to download software to the insulin pump. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had second occurrence of hardware low level failure alarm. The patient¿s blood glucose level was 57 mg/dl at the time of the incident. The customer also stated that the insulin pump had absence of alarm. The device will be returned for analysis.